Event description:
It was reported that the patient was experiencing intense pain at the pocket site since the lead replacement procedure (MFR. Report number: 3006630150-2022-00768). It was noted that the cause of the pocket pain was due to minimal body fat. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well post-operatively.